Event description:
The customer stated that he tested his blood glucose using his breeze2 and contour meters. The breeze2 read 445 mg/dl, while the contour read 120 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The test strips are to be returned for eval.